Event description:
I had essure placed in (B)(6) 2013, since then I have severe allergies that does not respond to any over the counter medications, severe headaches that does not respond to regular over the counter medicine, pain the lower abdomen, sharp pain when I stretch in certain directions, severe lower back pain, fatigue, constipation, and weight gain even with diet and exercise.